Event description:
It was reported that there was device fractured. A 330cm gw (5pk) flop rotawire and wireclip torquer was selected for use. During the shaping procedure, the physician noticed the tip of the wire that there was a fracture toward the tip (8mm from the tip) of the rota floppy that she could feel the metal burr against her gloves. The procedure was completed with another of same device. No patient complications were reported.